Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the vessel was selected and when fixing the side helix, the competitor guidewire was left protruding from the lead tip. After lv lead fixation, an attempt was made to remove the competitor guidewire but there was strong resistance and it could not be withdrawn. The lv lead was then removed and the competitor guidewire was extracted, but the guidewire broke. The lv lead was unable to be used and a new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the guidewire was broken. The guidewire was kinked/buckled. The guidewire was unraveled. Visual analysis of the lead indicated damage at implant. The analyst noted the distal end of the competitor guidewire broke and stuck in lead at implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.